Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, during bav, the anterior leaflet of the native valve was evulsed causing significant ai without any hemodynamic compromise. While advancing the rf3 delivery system, the anterior leaflet was dislodged into the apex. The valve was deployed without any issues and the delivery system was removed. Closure of the right and left femoral arteries with perclose was performed with no vascular issues. It was confirmed that the leaflet was not removed from the patient, but according to the team, the leaflet will hopefully just embed itself into the myocardium and probably thrombose. The patient was discharged over the weekend and was doing well without any issues.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is a potential adverse event associated with transcatheter aortic valve replacement and bioprosthetic heart valves. In this case, the tearing of the native leaflet appears to be a complication of the procedure. There were no malfunctions or deficiencies of the edwards devices. No corrective actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.